Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered an inaccurate value into the carbohydrates section of the bolus menu which resulted in too much insulin being delivered. Reportedly, the customer experienced blood glucose levels of 63 mg/dl and 76 mg/dl, and was addressed with fruits.